Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 77 mg/dl at the time of the call. The customer stated that there may be sweat and moisture on their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The alarm icon functioned properly during testing and no button error alarm was noted. However, the insulin pump had intermittent act button response due to moisture damage to the keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.